Manufacturer narrative:
The authorized service personnel (asp) confirmed the issue. A touch position was confirmed to be out of alignment. After touch calibration was performed, the issue was not resolved. The touchscreen was replaced, and the reported issue was resolved. No further issue was observed. The software was confirmed to be version 2.30. Overall checks, cleaning, test runs, and a functional test were performed. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00337. All information from the original report(s) has been transferred to this report.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardiovert defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.